Manufacturer narrative:
Analysis found that there were no significant anomalies with both of the catheters. The catheters were returned incomplete and during analysis there was acceptable testing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Relevant components include: product ID: 8596sc, serial#: hg1b2xq08, implanted: (B)(6) 2017, explanted: (B)(6) 2017, product type catheter, product ID: 8709, serial#: (B)(4), implanted: (B)(6) 2002, product type catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative (rep) regarding a patient receiving 10 mg/ml dilaudid at a dose of 4.1 mg/day via an implantable infusion pump for non-malignant pain. It was reported that since pump replacement on (B)(6) 2017. The patient had not been receiving effective pain therapy. On (B)(6) 2017, an attempted dye study was aborted due to inability to withdraw cerebrospinal fluid (csf) from the catheter access port (cap). The patient did not exhibit any s/s of withdrawal. Upon cutting the distal segment of the catheter at the incision site, the hcp observed a spontaneous retrograde flow of csf. The distal segment of the catheter was left implanted per the hcp's decision for concern for potential complications from explantation. The proximal segment was explanted and would be sent back to the manufacturer for analysis. A new catheter was implanted on 2017-dec-07. Per the managing hcp, the pump was restarted at infusion rate of 0.5 mg/day, decreased from previous programmed infusion rate of 4.1 mg/day. The hcp also order the personal therapy manager (ptm) programmer feature to be disabled at this time. The issue was resolved at the time of this report. The patient's status was "alive- no injury" and no further complications were expected or anticipated. The patient's medical history included multiple lumbar surgeries, and low back pain. The patient's concomitant medications included: actos, celebrex, crestor, lovaza, medrol, metformin, and phentermine.